Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was "dark black". When the customer would plug the pump in to charge, the screen would illuminate to a lighter shade but was still too dark too see any words or graphics. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.